Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: it appears that the patient in fact received an incorrect dose. Bolus programming has been raised by ssm as an area for improvement in the past. No pump serial number known at this time. Nurse reported to biomed: appears to be an issue with programming. Propofol bolus ordered as 500 mcg/kg. Ivenix pump set as adult profile and nurse went to program a bolus quickly and pump would not allow 500. Nurse found 200 bolus would go through and noticed halfway through the bolus that it was not set at mcg/kg but as total mg. Patient received around a double bolus at once due to this. If the nurse had not noticed and stopped the bolus, the patient would have gotten a 200mg bolus instead of a 500mcg/kg bolus. Total bolus should have been 40mg a preliminary review of the logs identified the following issue: overdose; ae reported. Unknown if issue stopped an active infusion. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.